Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer experienced issues with calcium gen. 2 calibrations and qc results. A physician questioned the results for several patient samples. Of the data provided, only the results for one patient sample were discrepant. The initial result was 13.5 mg/dl and was reported outside the laboratory. The repeat result on (B)(6) 2014 with a new lot of reagent was 10.3 mg/dl. The repeat result was believed to be correct. There was no adverse event. The calcium reagent lot number was 69856001 with an expiration date of 07/31/2015. It was noted the customer was not using the required chimneys in the calcium reagent bottles which reduce the uptake of co2 by the reagent. The field service representative found there was a photometer error and the signal was invalid or unstable. He verified all assay parameters and calibration and qc ranges were verified to be correct. The analyzer was shut down and restarted. The calcium calibration was successful and calcium qc was within ranges. Calcium precision runs for both levels of qc material were within precision guidelines.